Manufacturer narrative:
Additional information received: it was confirmed since the balloon was found to be deformed at the stage of releasing air after taking out the product, it was considered the IFU was followed when performing these steps. It was thought since the issue was found during the unpacking and preparation stages, the possibility of the cause being related to transportation and storage was low. Product analysis: there was no evidence of adhesive or other substance on the surface of the balloon prior to decontamination. Device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. There was no damage observed to the returned device. No abnormalities were noted inflating the balloon. When pressurized the balloon inflated uniformly. The reported inflation difficulties could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was attempted to be used in an unknown endovascular procedure. It was reported that during the index procedure, when air bleeding the balloon, it was observed that the device did not spread cleanly, and it spread as if the balloon was stuck together with an adhesive. It was stated that the adhesive on the balloon was supposed to entangle the balloon. Procedure was completed with another device. Cause of the event, as per the physician, was related production stage events. No additional clinical sequalae were provided